Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call their insulin pump was stuck in rewind had beep anomaly. The customer¿s blood glucose level was 112 mg/dl at the time of the incident. Customer reported they did not receive 2nd series of beeps nor did numbers appear on the screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No prime/fill anomaly, no rewind anomaly and no audio/vibrate anomaly/absence of alarm anomaly noted.